Event description:
Initially, a report was received from a hemodialysis user facility that stated that the lines are separating once they heat and start leaking. The lpn was contacted for additional information where it was learned that when she connected the needle to the arterial luer lock and then started the dialysis treatment, she noticed that air had built up in the arterial chamber causing the machine to alarm. The nurse then reported that she checked the connection and she noted that the luer lock separated form the arterial bloodline. As a result of this event, the patient did have a 125 loss of blood. It was also reported that she was able to return the blood contained in the venous line. A new arterial line was then set up on the dialysis machine and the dialysis treatment resumed and was completed without further incidence. The lpn reported that the patient is fine with no ill effect from this event. A sample is available for an evaluation.